Event description:
It was reported that an insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in reloading the same cartridge and resume insulin delivery.